Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2017. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling dizzy and light headed. It further reported that the right ventricular (rv) lead showed no capture, high thresholds and high/unstable impedances. It was noted that the rv lead had noise and short v-v intervals were observed on the sensing integrity counter (sic). The rv lead was reprogrammed and has subsequently been explanted and replaced. No further patient complications have been reported as a result of this event.